Event description:
It was reported that: in 2008, while ventilating a patient in pcv mode, the device delivered a peep in excess of 10 and a pressure in excess of 40. There was a high peep alarm generated. The settings for the device were a pip of 24 and a peep of 4. The patient suffered pulmonary interstitial emphysema. The patient had a chest tube inserted previous to the reported incident.

Manufacturer narrative:
The device was tested on site by draeger service and found to be within specification. The reported device behaviour could not be reproduced. The log file has been intensively investigated at the manufacturing site in lubeck. According to the log, the ventilator detected a blockage of the breathing hose and that the peep pressure could not be relieved. The corresponding alarms were generated by evita xl, noticed by the user and silenced. Furthermore, according to the log, the setting for pmax has been 40mbar during the time of the reported event. The technical log file does not indicate any technical failure of the device. It was concluded that the evita xl behaved as specified, delivered maximum pressures to the patient in correspondence to the user settings and generated the relevant alarms.